Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device was found in vvi back-up mode but switched back to ddd. Assuming that interference caused the back-up mode, the patient was sent home. One week later the patient returned to the hospital with no pacemaker output.